Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. A conclusive cause of the paravalvular leak could not be determined from the limited information available. The report of death at one (1) month post-implant was ascertained to be cardiovascular; however, it is unknown if the device or procedure contributed to the patient death. Detailed information about the event was not available as the device was not explanted and an autopsy was not performed. Without return of the product and with the limited information available, no conclusive assessment could be made regarding the relationship of the device to the patient death.

Event description:
Medtronic received information that six days following the implant of this transcatheter bioprosthetic valve, severe transvalvular regurgitation was observed on the echocardiogram. No treatment was prescribed. One month following the valve implant the patient passed away due to a cardiovascular related death. The patient's severe transvalvular regurgitation was unresolved and untreated at the time of patient discharge.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The correct date received by manufacturer is 03/23/2015.

Manufacturer narrative:
The device remains implanted and will not be returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).